Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette diluent evenly throughout the microplate and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.